Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown. It was also stated that customer did not received critical pump error image displayed on insulin pump screen before error. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and broken force sensor was detected during seating or regular delivery error alarm due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.